Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the cgm was showing high values (specific numbers not provided), so the patient gave himself three units of insulin. There was no change in the values, so he took another three units of insulin. After a couple of hours, the values were still high. He took 6 units of insulin and went to bed. He later fell out of his bed; both elbows had bruising, he had a bruise on the back of his head with a cerebral concussion, and he vomited a couple of times. The patient called for an ambulance on (B)(6) 2020 at 3:00 am. A bg was checked but he did not know the value. He was taken to the hospital where he received a couple infusions of saline. He stayed in the hospital for four days. At the time of the report he was in good condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided.